Event description:
The lower mount of the wall plate cracked, and the x-ray unit fell off the wall.

Manufacturer narrative:
There was no pt or user injury with this incident. After inspection on site, it was found that the stud the unit was mounted to had cracked in half. The wall plate will be replaced.